Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's stimulation changed on it own the week prior to the report. The patient was meeting a manufacture representative on (B)(6) 2018 to get the ins checked. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the cause of the change in stimulation was possibly due to migration of a lead. It was reported that the patient was reprogrammed and but it was still not great. Patient still had some pain in their upper/mid back/over kidneys when stimulator was on, but they will continue to adjust programs. No further complications reported/anticipated.